Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The alarm log could not be reviewed due to the sensor board was damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-66 alarm was identified during functional testing. The cause of the condition was determined to be damaged sensor board (corrosion). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-66 (supply voltage of cpu circuitry is too high) alarm. There was no patient involvement. No additional information is available.